Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: dvt was observed approx. Two months after filter placement and three months later a venogram demonstrated thrombosis below the level of the filter. Another three weeks later the filter was retrieved and the thrombosis had resolved without sequelae. The tulip filter was not returned and no imaging nor the patient¿s medical records were provided. Therefore, based on the very limited information provided the exact reason for the dvt experienced approx. Two months after placement of the filter cannot be determined. New pe as a reported complication is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were dispositioned before final release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# :(B)(4) blank fields on this form indicate the information is unknown or unavailable. Occupation: principal investigator. PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: subject is a (B)(6) male enrolled in preserve on (B)(6) 2016 and had a cook gunther-tulip filter placed for contraindication to anticoagulation due to a history of vt and for post-surgical prophylaxis. On (B)(6) 2017 subject was diagnosed with right femoral dvt observed on ultrasound. He had developed leg swelling while on eliquis and his medication had been changed to xarelto, but it is unknown exactly when the new dvt developed. On (B)(6) 2017, an ivc venogram was performed demonstrating thrombosis of the ivc below the level of the ivc filter. No attempt was made to retrieve filter and patient was scheduled to return later for ivc filter retrieval and recanalization of pelvic veins/caudal aspect of ivc. The subject had his filter retrieved on (B)(6) 2017, at which time the dvt and thrombosis had resolved without sequelae. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.